Event description:
It was reported that the core impaction drill overheated during testing at the user facility. There was no pt involvement; no adverse event was associated with the device.

Manufacturer narrative:
The device is available for eval but has not yet been rec'd. Add'l info will be submitted once the device is rec'd and the quality investigation is complete.